Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It as reported that the pump wake button was observed to be sticking for the past month. There was no reported impact to the customer's blood glucose level. Reportedly, the customer was able to depress the pump wake button by applying more force.